Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace contained an abnormal aspiration alarm for the sample probe. The field service engineer (fse) inspected the analyzer and performed baseline checks with acceptable results. He reviewed the alarm trace, which indicated a clot in the sample probe. He replaced the probe, verified the adjustments, reset and primed the system, and performed multiple mechanism and precision checks with successful results. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 and other assay results from multiple patient samples tested on the cobas c 503 analytical unit. The following are examples of discrepant results for three patient samples: patient sample 1: on (B)(6) 2025: the initial result from the analyzer was 9.7%. On (B)(6) 2025: the repeat result from another cobas analyzer was 5.9%. Patient sample 2: on (B)(6) 2025: the initial result from the analyzer was 12.5%. On (B)(6) 2025: the repeat result from another cobas analyzer was 5.6%. Patient sample 3: on (B)(6) 2025: the initial result from the analyzer was 8.5%. On (B)(6) 2025: the repeat result from another cobas analyzer was 5.7%. Patient sample 4: on (B)(6) 2025: the initial result from the analyzer was 10.1%. On (B)(6) 2025: the repeat result from another cobas analyzer was 4.6%. The providers questioned the initial results, prompting the reruns. The repeat results were deemed correct.